Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) followed up with the customer over the phone to further troubleshoot reported event. Fse confirmed the reported error by reviewing the error logs. The customer reproduced the error by attempting a daily check run. Fse instructed the customer to turn off power and inspect incubator, customer noted incubator was jammed. Fse instructed the customer to clear the stuck cups and clean the incubator wheel, base and cup transfer assy. Then, the customer was instructed to run cup transfer test 10 times, which completed without error. The customer successfully ran daily check, qc and patient samples runs without any errors; all results were within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [4271] incubator home detect error. Cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. [4276] incubator positioning error. Cause: the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event is due to jammed and dirty incubator.

Event description:
A customer reported getting error messages 4271 "incubator home detect" and "4276 incubator positioning" on the aia-900 instrument. The customer attempted to reboot instrument and perform all set home function, but errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp), follicle stimulating hormone (fsh), luteinizing hormone (lhii), prolactin (prl), progesterone (prog ii), intact parathyroid hormone (ipth) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.